Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the error message loose tip was displayed during calibration. The procedure type and other surgery details were unknown. There was no patient contact with the suspect product. This report pertains to the phacoemulsification tip involved for this complaint.